Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 (mg/dl). Customer indicated that emergency services were contacted who assisted the customer in treating their bg levels with glucose tablets, and subsequently, the customer experienced an elevated blood glucose (bg) level of 369 (mg/dl). Customer administered a correction bolus to treat their elevated bg level. Customer did not go to the hospital for the event. Reportedly, customer believed that their basal rate and their carbohydrate ratio settings require an adjustment. Recommendation was made to consult with their health care provider to discuss diabetes management.